Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer stated that they received changed battery before open book image display on insulin pump. Customer also stated that insulin pump had cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.